Event description:
The device was received with no information.

Manufacturer narrative:
(B)(4). Final analysis of the device concluded a high s2 battery resistance with the inhouse battery tester reporting resistance of 411 ohms. The battery logs showed .45 volt drop. All logs and telemetry strips were reviewed and no low battery reset, eri, or safe state events were found. Logs were clean with no indication of a stall occurring at any time. The drug infused per analysis was baclofen.